Manufacturer narrative:
Secondary intervention, additional stent implanted - eval results: stent migration.

Event description:
After initiation of inotropic therapy and intra-aortic balloon counterpulsation (iabp), pt underwent an urgent coronary angiography that showed a severe stenosis of the ostium of lmca, with no other lesions in the remaining left and right coronary artery tree. Right heart catheterization confirmed the dilatation of pulmonary artery and a moderate increase in pulmonary arterial pressures. Under deep sedation and ventilatory assistance, an angioplasty was performed with a direct implantation of a 4.00 x 09mm endeavor rx drug-eluting cobalt-chromium stent at 16atm, overexpanded at high pressures (20 atm) with a 4.5 x 18mm noncompliant balloon. The procedure, complicated by the recurrence of ventricular fibrillation, led to a good angiographic result with no residual stenosis. This was followed by a significant improvement in the haemodynamic conditions, which allowed the removal of iabp and the withdrawal of inotropic drug in the following days. A second coronary angiography was planned 10 days after the index procedure. This new examination showed the recurrence of severe ostial stenosis of the left main artery and confirmed the appearance of a distal displacement of the previously implanted stent, which was at present, located across the distal portion of the left main and the ostium of the left anterior descending artery. A new percutaneous intervention was then performed and completed by the direct implantation of a new 4.00 x 12mm bare metal stainless steels stent (flexmaster; abbott) at 16atm in partial overlap with the former stent, and overexpanded with a 4.50 x 10mm noncompliant balloon inflated at 20atm. The pt was discharged in a stable haemodynamic condition 5 days after this latter procedure, and a follow-up angiography was planned 2 months later. The new control showed the persistence of good results obtained at the end of the second procedure. In particular, neither compression of the proximal bare metal stent nor further dislocation of the initially implanted drug-eluting stent was observed. At the 6-month follow-up clinical examination, the pt was asymptomatic and in a stable haemodynamic condition. The delivery system has not been received for eval and only limited info is available regarding the stent that is reported to have migrated. Analysis of the device cannot be completed. The device was not identified as the root cause of the event. The root cause of the reported stent migration is undetermined based on the info available.